Manufacturer narrative:
Concomitant products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient said, "the thing in the back came off and fell around the side. I tried to put it back on the best I could, but I'm sure it's not connected." There were no patient symptoms or further complications reported at this time.